Manufacturer narrative:
Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. The processing records indicate the lot was irradiated within process parameters. The suture retention and tensile test results for the lot were within specification. The product met acceptance criteria for qc release including mechanical testing. There were no non conformance or deviations observed during batch record review related to the event reported. The distribution history records for reported lot revealed that all (B)(4) devices released to finished goods for lot sp100182 have been distributed. As per query of complaint management database, no other complaints have been reported to lifecell for lot sp100182. Based on internal investigation into the reported lot (no complaints reported for the lot, review of batch processing records for dose audit results, sterilization records, tensile test results and suture retention test results) the infection is highly unlikely related to the strattice. The surgical intervention was required to treat the infection, the suture pull through (post-op) was discovered during the reoperation and is considered an incidental finding in this event.

Event description:
It was reported to lifecell that strattice (25cm x 40cm) was implanted in a (B)(6) old male patient for an incarcerated ventral hernia with stomal takedown and relocation on (B)(6)2015. Strattice was implanted as an underlay. Patient was given cefotetan 1 hour before the case and 2 times during the case. Twelve hours later patient developed aggressive enterococcus infection and went into septic shock. Patient was taken back to operating room on (B)(6) 2015. Strattice was reported as failed at the suture line and was explanted. Patient was taken back for final hernia repair on (B)(6) 2015 and repaired with additional 25cm x 40cm strattice. Patient was cultured and no presence of infection was observed for procedure performed on (B)(6) 2015.